Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/10/2024 it was reported by an arthrex employee via (B)(4) that an ar-1922bcm biocomposite pushlock tip broke during insertion. This was discovered during a procedure on (B)(6)2024. Additional information received on 12/17/2024: this was discovered during an rcr procedure. The anchor never made it into the bone and was able to be removed from the patient. The case was delayed five minutes without additional anesthesia. The case was completed using an ar-2324bcsp swivelock.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically, excessive force use during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.